Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting a lead impedance of greater than 1500 ohms and high pacing thresholds shortly after implant. Placing a pressure dressing resulted in normal thresholds. Cpi has been unable to obtain any additional information at this time.